Event description:
The customer reported that the kv was off. It was greater than 5%.

Manufacturer narrative:
The customer is no longer using this unit due to hard drive issues and was told to cancel this call. If customer gets unit repaired by inhouse biomed dept, they will reopen a service call for the phycist discrepancy.